Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the tubing ruptured and leakage occurred. The following information was provided by the initial reporter: customer states there was a an issue where the extension set on a nexiva 20g IV "exploded" during contrast injection during CT.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected photograph submitted for evaluation. Bd received one photograph which displayed a tear in the extension tubing near the catheter adapter. The tear itself is wide and the tubing appears to be warped on the left edge of the tear. Below the tear, the tubing can be seen bulging slightly. These observations in combination with what was reported describing the tubing as ¿exploding¿ makes it likely that the experience was a ballooned tubing defect. Ballooning may occur due to kinked, occluded, or obstructed tubing. It may also be caused by exceeding the maximum power injector pressure of 300psi during the power injection. Upon inspection of the received photo no signs of kinking or an engaged pinch clamp was observed. Media can be observed throughout the unit. If an obstruction/occlusion resulted from the manufacturing process the clinician would likely experience issues during flashback and flushing of the device before proceeding to the pressurized injection. However, without the physical device the unit cannot be evaluated for a possible obstruction and this scenario cannot be conclusively confirmed or refuted. A device history review (DHR) cannot be performed as no lot number was provided by the complainant. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment.

Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the tubing ruptured and leakage occurred. The following information was provided by the initial reporter: customer states there was a an issue where the extension set on a nexiva 20g IV "exploded" during contrast injection during CT.